Event description:
Dr was in the middle of a leep procedure (conization) and had made a top cut and a bottom cut. The machine then stopped producing current. The tissue could not be totally excised. All switches were checked, and a new dispersive pad and handcontrol were plugged in and tried. The machine continued to make the same noises, beeping and vacuum sound but no current. The pt had to be taken to surgery to finish procedure.